Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye, noted one of the legs on the occlude feet was broken. Functional clear passage test was performed, with no issues noted. Functional leak and clamp function tests were performed, which revealed a flow through the set with the clamp in the closed position. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had fluid flow with the twist clamp closed. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was in use for approximately five (5) months. There was no patient injury or medical intervention associated with this event. No additional information is available.